Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for an evaluation and the complaint is confirmed. A visual inspection of the sample determined that one of the cassette ports for a solution line was fractured and separated. There was no other damage or issues found on the cassette. An investigaiton of the device manufacturing records was conducted by the manufactuerer. There were no deviations or non-conformances during the manufacturing porcess. In addition, the batch record review confirmed the labeling, material, and porcess controls were within specifications.

Event description:
A peritoneal dialysis (pd) patient reported encountering an air in the lines error message during dwell 2 of the pd treatment. The patient discontinued the treatment and noticed one of the solution bag tubes was disconnected from the cassette and fluid was leaking out. The patient was advised to notify the pd nurse. The patient was advised to complete treatment using manual supplies. Upon follow up with the patient it was determined that the patient had notified the pd nurse regarding the incident but no antibiotics were prescribed. The patient did not experience any adverse events or discomfort as a result of this incident. The cassette tubing/set in question was made available for return to the plant for an evaluation.